Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and a review of the logs. All visual and audible alarms were functional. There was no functional issue observed. At the time of the incident, in the logs there were many alarms even before the case. The device alarmed repeatedly for â¿¿low expired vt (tidal volume). Then the unit alarmed for collapsed bellows, then an apnea alarm. Suspect that there was a leak in the patient circuit causing the bellows to collapse stopping ventilation. Suspect the user did not check all the alarms prior to the case.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. UDI # (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a loss of mechanical ventilation without an alarm during a case. There was no report of patient injury.